Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported issue of 'screen became pitch-dark, unit became inoperative and alarm sounded'. However review of the diagnostic event log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Review of the diagnostic log also identified the occurrence date of the errors were all "0" so suspected they occurred due to failure of cpu board. The review of the diagnostic event log also identified the occurrence of primary alarm failed and backup alarm failed. However, when the primary audible alarm test fails for either of the two speakers, alarms are annunciated using both the primary and backup audio devices. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The customer's report indicates an alarm sounded at the time of the reported vent inop occurrence. The repair was cancelled and the device was returned to customer unrepaired.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that v60 vent screen became pitch-dark, unit became inoperative and alarm sounded. Oxygen therapy was given to the patient. No decrease was found in spo2. Unit was replaced with a new vent approximately 10 minutes after the failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.